Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Section b3: date of event is estimated. The allegation is against 2 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs quattrode lead wide spaced, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 8226045. Common device name: scs quattrode lead wide spaced, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 8226045.

Event description:
It was reported that patient experienced ineffective therapy. Original pain pattern is headache and shocking sensation in the temple. Surgical intervention may be undertaken to address this issue.